Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated ion levels.

Manufacturer narrative:
Update rec'd 8/25/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, swelling, iflammation, lack of mobility, and infection.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been

Event description:
Update 12/17/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated probable alval. No infection was noted as alleged. Lab results from (B)(6) 2012 indicated the cobalt and chromium level were below 7ppb, so the stem is not being added for the alleged high metal ions at this time. Debris was noted when the head was removed, but no corrosion was noted. The cup was noted to be malpositioned, but wasn't revised. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, fracture (bone), dislocation with open reduction, dislocation with closed reduction, loosening of stem, metal wear metallosis and elevated metal ions. Added law firm, surgeon, lawyer and update product details. Added stem due to alleged loosening of stem and added unknown hip for fracture. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (right hip).